Manufacturer narrative:
The reported issue occurred on a device used for diagnosis and not treatment. Because the reported issue is associated with scope performance, an examination of the subject scope was performed. A visual examination of the scope handle, shaft, and tip observed no external damage. No latching issue was observed. Dimensional verification for any structural anomalies yielded no variance observed. The results showed the bronchoscope to be operating as expected. The scope was then connected to an in-house system and to confirm the functionality of the scope. The results showed the bronchoscope to be operating as expected. It was reported that the scope was driven to the lesion and was backing out a tear was notice in the airway which was believed to have been cause by the sheath. A closer inspection of both the sheath and the scope showed no visible damage with sharp protrusions that would have contributed to the tear in the airway. A review of the system logs showed the occurrence of fault ID: (B)(4) ¿scope buckling¿ and multiple occurrences of fault ID: (B)(4) ¿robot collision¿. It is likely that the customer encountered scope buckling while driving toward the target location and physically exerted force on the scope and sheath to resolve the buckling issue which triggered the occurrence of fault ID: (B)(4) ¿robot collision¿. A review of the calibration data obtained from product final acceptance testing revealed all acceptance criteria were met and no anomalies found. Based on the results from the examination, the product met specifications. A review of investigations with similar reported issue (tear in airway) has noted that this is an isolate incident and has not established a possible root cause. Risk document number: (B)(4). Risk ID: (B)(4).

Event description:
It was reported that during a monarch-assisted bronchoscopy procedure, the patient experienced a tear in the airway. The patient was hospitalized overnight for observation and discharged following day. The physician navigated to the lesion in paired mode. At some point the physician dropped the sheath and advanced the scope only. At the lesion, the physician advanced the sheath only to provide more stability while introducing biopsy tools. When the physician had completed and retracted both the scope and sheath the physician noticed a tear in the airway.